Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.